Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the poor communication occurred due to the malfunction of the cable unit, resulting in an error-coding e226. When the content of the instruction manual [hd 3cmos autoclavable camera head olympus ch-s200-xz-ea operation manual] was checked, there is a description of the cable damages as follows. This may prevent indication phenomenon. ·"never reprocess, or store this camera head with sharp-tipped instruments(tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the green/blue stripes on the screen allegation was confirmed, due to a cable break. The (e266) scope communication error allegation was confirmed, due to a defective cable unit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, during preparation for use the autoclavable camera head displayed green/blue stripes on the screen and (e226) scope communication error code. There were no problems with another camera on the same video processor. There was no report of patient harm.